Manufacturer narrative:
Section a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol) a crack was detected in the center of the optic when it was unfolded. The incision was enlarged and the iol was removed. During the preloaded device setting, balanced salt solution (bss) was used. The procedure was completed successfully with a replacement iol. Account indicated that the incision was enlarged. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 30, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. The complaint handpiece was received with the plunger rod advanced and the plunger rod tip was damaged. Viscoelastic residue was distributed through the length of the cartridge. No cartridge issues were identified. The lens module was inspected and presented with no issues and no viscoelastic residue. The device assembly was inspected and presented with no assembly issues; however, viscoelastic residue was distributed below the lens module indicating an excessive amount could have been used which may have contributed to the complaint event. The plunger rod advancement was inspected and presented with no issues. The lens was removed from the gauze and cleaned, revealing cosmetic scratches. The complaint issue "lens damaged" was not identified during product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.